Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing was observed on the atrial and right ventricular (rv) channels. The noise could be reproduced with patient movements. A review of the remote monitoring data noted a pacing pause nearly two seconds in duration. A revision procedure was performed and both leads were removed from service and replaced. No additional adverse patient effects were reported.